Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and small bowel resection on (B)(6) 2011. It was reported that the patient underwent removal surgery, recurrent hernia repair surgery, lysis of adhesions and abdominoplasty on (B)(6) 2020 during which the surgeon noted the previously placed mesh which was noted to be adherent to the small bowel. It was taken down from the bowel and removed. It was reported that the patient experienced severe pain, dense adhesions, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on 5/5/2011. Mwr-(B)(4) submitted for adverse event which occurred on 8/26/2020.

Manufacturer narrative:
Date sent to the FDA: 7/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.